Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp prematurely separated from the delivery catheter. The lp was not installed during procedure on (B)(6) 2026. There were no patient consequences.